Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming laser footswitch was replaced to resolve the issue. Unrelated to the reported event, the company service representative also replaced the lamp. The system was then tested and met all product specifications. The system was manufactured on march 23, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to laser footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was not working. An alternate system was used to complete the case.